Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in fair condition. The device did not power on upon initial check of the device, which confirms the reported complaint as the electronic alarm would not possibly work without voltage. It was also noted that the battery compartment was found to be corroded. Once the battery compartment assembly was replaced and the device was powered on, the device functioned as intended. The problem source of the event was noted to be normal wear and tear.

Event description:
Information was received that during a bench test a smiths medical pneupac parapac ventilator is "not alarming". No adverse effects were reported.